Event description:
It was reported that the customer's insulin pump alarmed motor error and an error alarm. It was stated that the device was not exposed to an MRI. Performed a displacement test, but the insulin pump kept alarming motor error during rewind and without pressing the escape button. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test and alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device was received with missing end cap sticker.